Event description:
The ICD involved in this MDR was interrogated on (B)(6), 2010. Normal ICD operation was observed; however, the physician observed an anomaly in holter memories screen (aida) displayed by the programer: all the displayed curves covering the follow-up period - from (B)(6)- stopped on (B)(6), as expected. But the heart rate curve was inappropriately traced until the right hand side of the screen, and then dropped suddenly. Files were reviewed by the sales representative and by the application engineer: the reported event could not be confirmed nor reproduced.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was mfg and used outside the united states. Analysis is pending.